Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/10/2015 with the following findings: a review of the pump black box data revealed a manual suspend and resume of delivery, as well as a basal program of 0 units for several hours. The total daily dose values added up to accurately reflect the programmed basal rates. A delivery accuracy test was performed and passed. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.